Manufacturer narrative:
(B) (4): during evaluation, the following observations were made; the thrust washer is embedded into the slough chamber and the slough chamber is melted. Condition of device looks consistent with little to no irrigation. Conclusion: improper use. (B) (4)

Event description:
During shoulder subacromial decompression/labral debridement procedure; the proximal edge of inner cannnula shaved off and went into the patients shoulder joint; was unable to remove all debris.